Event description:
It was reported that a patient underwent an endoscopic procedure on (B)(6) 2022 and suture was used. During the procedure, the doctor used the suture to sew the tissue. During the suture process, the needle holder under the endoscope broke the needle, causing the needle to splash into the abdominal cavity. After repeated searching, the 1.5mm needle was found. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? Unk. Was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? Unk. What measures were taken to retrieve the broken piece? Unk. Was there any additional tissue damage as a result of searching for the needle piece? Unk. What tissue structure the broken needle was located? Unk. What is the surgeon's opinion of consequences to the patient? The product defect. Was additional dissection required in other organs/tissues other than the target tissue? Unk. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.